Manufacturer narrative:
Initial and final MDR 1887204 - MDR 3003442380-2024-08272 - device 1 of 1. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced twenty infusion sets tubing was leaking at the cannula housing area onto the site patch, with earliest event on (B)(6) 2024 and two most recent events on (B)(6) 2024. All the set were in use for 24 hours or less. The blood glucose level at the time of event was high (specific value unknown) and patient treated it with correction bolus via pump followed by changing soft cannula infusion set and resumed insulin successfully. No further information available.